Event description:
It was reported that before surgery, the device did not spray and there was only the motor sound. There was no patient harm/injury or surgical delay as there was no patient involvement. There were no reports of inadequate saline bag placement, no deformations or leaks. Destructive test is permitted. There is no information available regarding the mode of operation or working time. There was no report of non-compliance with the usage instructions. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Only the battery was returned for evaluation. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Lot identification is necessary for review of device history records, and lot identification was not provided. The root cause of the reported issue is attributed to manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.